Event description:
Related manufacturing ref: 2030404-2018-00064. During an atrial ventricular node ablation, the ablation signals and radiofrequency data were unable to be seen from the ampere generator and the procedure was cancelled. The cables were reconnected, the generator selection was verified, and the patches were confirmed to be connected to the patient with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
A review of the device history record was not possible since the system serial number was provided and the component serial number was not. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported signal loss and subsequent procedure cancellation could not be conclusively determined.